Event description:
It was reported that a constant "cassette locked, but not latched" alarm when the cassette is latched was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached date I received 03/07/2022: there was no patient involvement with any of the pumps, the issues happened during testing. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced the latch lock flex. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.